Event description:
Additional information was received that increased rv pacing thresholds were also observed prior to the system revision. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker exhibited noise oversensing on the right ventricular (rv) channel. The noise oversensing led to pacing inhibition in this pacemaker dependent patient but no adverse patient effects were reported. Boston scientific technical services (ts) reviewed device data and noted that the noise appeared to be caused by the minute ventilation signal. Additionally, variable rv pace impedances were observed. The patient was scheduled for a follow-up appointment to revise the device programming. The rv lead is a competitor's product. This pacemaker was reprogrammed and remains in service.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that indicated this device was explanted. No damage was visible on the rv lead during the explant procedure and the noise could not be recreated via a pacing system analyze. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.